Manufacturer narrative:
Corrected narrative: evaluation confirmed that both jaws broke off the instrument. A possible cause for breakage is stress overload. Our IFU warns against retracting or moving heavy tissue with this instrument.

Event description:
Corrected description: allegedly, during a laparoscopic distal pancreatectomy procedure the doctor noted that both jaws broke off the instrument and fell into the patient. The doctor immediately replaced the instrument and removed the broken jaws. There was a minor delay for replacement of the instrument which had no impact on patient and the procedure was completed. The hospital reported there was no injury to the patient.

Manufacturer narrative:
Evaluation confirmed that one jaw has broken off the instrument. A possible cause for breakage is stress overload. Our IFU warns against retracting or moving heavy tissue with this instrument.

Event description:
Allegedly, during a laparoscopic hernia procedure the doctor noted that a jaw broke off the instrument and fell into the patient. The doctor immediately replaced the instrument and removed the broken jaw. There was a minor delay for replacement of the instrument which had no impact on patient and the procedure was completed. The hospital reported there was no injury to the patient.